Event description:
Philips received a complaint from customer biomedical engineer reporting the battery life percentage on the v60 ventilator indicated zero percent available. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported the battery was fully charged at 16.03 volts but measured 0% for battery. The rse advised the bme the battery percentage indicates the health of the battery. The rse recommended the bme swap batteries with another device and see if problem followed the battery or stayed with the device. If the issue followed the battery, battery replacement was recommended. If the issue remained with the device, the cause may be due to a central processing unit (cpu) printed circuit board assembly (pcba) fault.

Manufacturer narrative:
The biomedical engineer confirmed the battery was the problem source. The device did not display a battery failed alarm. The age of the battery was reported to be less than 2 years based on the date of manufacture. The unit was repaired by replacing the battery. The device was operational and returned to service after repairs were completed.